Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly femoral angiogram results noted calcification present at access site. It should be noted that the starclose instructions for use (IFU), precautions section 6.0 states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the calcification contributed to the reported difficulty splitting the sheath. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to split the sheath may include, but are not limited to, device angle changed prior to thumb advancer stroke completion or flex-guide not held in alignment with body of device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
H6: device code 1494 clarifier - patient selection. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted using a starclose device after a lower leg peripheral arterial disease interventional procedure with a 6f sheath. Reportedly, the thumb advancer could not be depressed completely during step 3. The sheath failed to split entirely and the clip did not deploy. The safety release was used successfully and the device was removed from the anatomy without further difficulty. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.